Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s serial: (B)(6); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller was with patient at post-op appointment and they starting charging their implant (ins) (for the first time since implant) about 35-40 minutes ago while it was in the red and it hasn't increased at all. Caller stated controller started with 100% charge and is now at 80% and the coupling has been mostly excellent although it has fluctuated to good or where it doesn't give a value at all. Caller mentioned the recharger (rtm) was getting hot as well. Caller used a trial controller unit with patient's battery pack and recharger but didn't notice any difference. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed that with ins starting out so low, it can take an extended amount of time to see an increase in ins charge. Tss reviewed to continue charging for another 10 minutes or so and likely the ins charge will increase. Rep called back to follow-up on this case. The rep indicated that they attempted to continue charging for 15 minutes and the ins charge level did not increment up past the red indicator. The rep requested that the recharger be replaced. Tss repair request to replace the recharger.